Event description:
The customer contacted stryker to report that their device had error code a034 in the service log. This code is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the code in the device's memory but was unable to duplicate the error code. The codes were cleared and proper device operation was observed through functional and performance testing . The device was returned to the customer for use. The cause of the reported issue could not be determined.